Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the diluent dispenser to resolve this issue. The fse then verified the repair and validated the instrument. (B)(4).

Event description:
The customer reported hemoglobin (hgb) background failures on their lh500 instrument. No erroneous patient results were generated in connection with this event.